Event description:
Users of the 3100a reported hearing a "humming" noise while treating a pt. The 3100a was operating/functioning properly but the doctors felt uncomfortable using it. The pt was ready for weaning to conventional ventilation anyway, and was placed on a conventional ventilator without compromise.